Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 11/13/2020. The returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the thrombectomy procedure with the target at the right m1 with a diameter of 2.5mm ¿ 3mm with atherosclerosis wall; vessel was very tortuous, the physician commented that the procedure was ¿not an easy case.¿ the physician was trying to aspirate the thrombus using the 125cm embovac 71 aspiration catheter (ic71125ca / 30407147). As the technique was failing, he tried to use it in combination with a 5mm x 33m embotrap ii revascularization device (et007533 / 20f024av) in a second pass. At the second pass, the embovac catheter became stretched in the most distal segment of the catheter. The physician was not able to aspirate nor retrieve the stent; as a result, he removed the catheter. Additional information was received that indicated that during the use of the embovac catheter, there was resistance during the interaction with the embotrap ii device. Adequate, continuous flush was maintained. There was no evidence of any physical material within the lumen of the device. It was reported that there was no issue with the embotrap ii device that may have contributed to the reported damage / elongation of the embovac catheter. The event resulted in a 5-minute procedure delay. It was reported that the procedure was not completed; the physician decided to stop the procedure. There was no report of any patient adverse event. A whatsapp image of the complaint device was included in the complaint file. Additional information was provided indicating that the resistance felt was during the retraction / withdraw of the embotrap ii device into the embovac. The treatment in cerebral infarction (tici) score was 0. The procedure was discontinued after two passes because there was presence of stenosis and the physician did not want to damage the vessel. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 125cm embovac 71 aspiration catheter was received contained in a pouch. Visual inspection was performed. Several kinks were observed on the body of the device. The distal body of the device was observed stretched and compressed. No other damage was observed. The device dimensions were measured. The inner diameter (ID) and outer diameter (od) of the device were measured and confirmed to be within specification. Hub ID = 0.0715 inch; specification: 0.071 inch minimum. Distal ID = 0.0715 inch; specification: 0.071 inch minimum. Actual microcatheter od = 0.0832 inch; specification: max. 0.0837 inch; min. 0.081 inch. The kinks areas observed on the body of the device and the compressed and stretched condition at the distal end of the device precluded the device from undergoing functional evaluation. A review of manufacturing documentation associated with this lot (30407147) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The whatsapp image of the complaint device was reviewed by the product complaint lab. The device could be noted elongated on the distal section. No other damages could be observed. Only a part of the device was shown. The reported stretched issue could be confirmed as it could be observed in the photo that there is elongation at the distal section of the device. The observed stretched and compressed condition observed at the distal end of the device observed during the visual inspection of the returned device confirmed the reported issue documented in the complaint that the embovac catheter became stretched in the most distal segment of the device during the second pass of the procedure. The observation is also consistent with the whatsapp image that was included in the complaint. The issue related to the resistance / friction during interaction with the embotrap ii device was not confirmed through functional evaluation as the returned device could not undergo functional testing due to the areas of kink observed on the device. Continuous and adequate flush was maintained; however, it is possible that the observed kinked areas on the catheter body may have been the contributing factors to the reported issue of resistance / friction. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00479 and 3011370111-2020-00079. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The (B)(6) image of the complaint device was reviewed by the product complaint lab. The device could be noted elongated on the distal section. No other damages could be observed. Only a part of the device was shown. The reported stretched issue could be confirmed as it could be observed in the photo that there is elongation at the distal section of the device. Further investigation will be performed when the embovac device has been returned and received for evaluation and analysis. A review of manufacturing documentation associated with this lot (30407147) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2020-00079. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the thrombectomy procedure with the target at the right m1 with a diameter of 2.5mm ¿ 3mm with atherosclerosis wall; vessel was very tortuous, the physician commented that the procedure was ¿not an easy case.¿ the physician was trying to aspirate the thrombus using the 125cm embovac 71 aspiration catheter (ic71125ca / 30407147). As the technique was failing, he tried to use it in combination with a 5mm x 33m embotrap ii revascularization device (et007533 / 20f024av) in a second pass. At the second pass, the embovac catheter became stretched in the most distal segment of the catheter. The physician was not able to aspirate nor retrieve the stent; as a result, he removed the catheter. Additional information was received that indicated that during the use of the embovac catheter, there was resistance during the interaction with the embotrap ii device. Adequate, continuous flush was maintained. There was no evidence of any physical material within the lumen of the device. It was reported that there was no issue with the embotrap ii device that may have contributed to the reported damage / elongation of the embovac catheter. The event resulted in a 5-minute procedure delay. It was reported that the procedure was not completed; the physician decided to stop the procedure. There was no report of any patient adverse event. A whatsapp image of the complaint device was included in the complaint file. Additional information was provided indicating that the resistance felt was during the retraction / withdraw of the embotrap ii device into the embovac. The treatment in cerebral infarction (tici) score was 0. The procedure was discontinued after two passes because there was presence of stenosis and the physician did not want to damage the vessel.